Event description:
Customer reproted a failure of difficult to regulate. Customer reported there were not pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer stated incident occurred before pt use. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.